Event description:
During treatment of an aneurysm, it was reported that the embolization coil detached prematurely during repositioning and retraction. The coil loops that remained partially within the catheter were pushed in the aneurysm with manipulation. No attempt was made to retrieve the coil. No harm or injury was reported.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The implant is not included as it remains within the patient. The attachment tether that holds the implant intact with the delivery pusher exhibited evidence of stretching. The remainder of the delivery pusher is normal in specification. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The catheter used with this device was not returned for evaluation. We cannot determine if it was a contributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.